Manufacturer narrative:
Concomitant medical products: product ID: 8784, serial#: (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8784, serial/lot#: (B)(4), ubd: 08-apr-2021, UDI#: (B)(4). The manufacturer¿s device registration system indicates that the pump segment of the catheter was removed/replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving morphine (25 mg/ml at 2.879 mg/day) via an implanted pump. The indication for pump use was spinal pain. It was reported that the patient¿s pump flipped in (B)(6) 2020. Per the reporter, they were going to revise the pump and check the catheter. The physician planned on doing a roller and dye study today ((B)(6) 2020). The patient had symptoms which included headache, nausea, and an uncomfortable feeling but the patient also had a thyroid issue, so it was unknown whether the symptoms were related. Additional information was received later on 31-jan-2020 and it was reported that only a very small amount of the total catheter volume was aspirated. The plan was to not prime the catheter and monitor the patient/therapy. No further complications have been reported as a result of this event.